Manufacturer narrative:
Other, other text: b3, d3, d4: UDI, and g5 are unknown, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed scratched lens, a damaged lcd, worn keypad, contaminated and damaged battery compartment and air detector. The tamper seal was missing. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the damaged air detector that caused the sensor to be inoperable. As a result, repairs were not taken as it was beyond economical repair. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette did not attached. No patient injury was reported.